Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead exhibited a decrease in r-wave amplitudes. The physician elected not to take any action and the lead remains implanted. The patient was in good condition following the event.

Event description:
During induction testing, an alert for possible output circuit damage was observed. Analysis of ICD revealed hv output circuit damage consistent with a damaged lead.